Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the device was monitored and functioned properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump but customer state that notification light stopped flashing immediately. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.